Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a drug eluting coronary stent system (2.5x18 mm), at the moment of removing the yellow sheath as per instruction, the shaft separated at about 20-25 cm from the implant although there was no difficulty removing the device from the packaging hoop or removing the protective sheaths from the implant. The physician stated that he applied the same pressure as usual. The device did not enter into the patient anatomy. The procedure was concluded with success by using another drug eluting coronary stent system of the same size. No procedure delay. No additional information was provided.